Manufacturer narrative:
Investigation results: the complaint of a leak at the septum was confirmed and the cause appeared to be manufacturing related. One 18g nexiva unit was provided for investigation. The septum was deformed, which suggests that the septum was misaligned within the catheter adapter at the time of assembly. The damage likely created a leak path. The damage appeared to be manufacturing related and the appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional infromation

Event description:
It was reported that bd nexiva single port leaked at the septum. The following information was provided by the initial reporter: date of incident - (B)(6) 2025 - blood leaked out of the gray stopper after the needle was removed. The IV system was removed and a new IV placed. No patient harm.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.